Event description:
A report was received that following the permanent implant procedure the pt was experiencing pain in her left leg. The precision system was explanted and the leg pain resolved immediately. The pt was reportedly doing well following the procedure.